Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a power supply failure inop message. There was no reported patient involvement.